Event description:
Total hip arthroplasty was performed on 2/6/96. It was reported that pt had recurrent dislocations. On 1/7/97, pt had revision surgery on the cup liner. Upon removal, device was found to be fractured.